Event description:
On an unspecified date, an ams monarc sling was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced complications from the defective mesh requiring additional medical care." It was also alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and svs; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.